Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker had four and a half year battery remaining from last year and then went to two years this year on (B)(6). Furthermore, the current battery remaining only had one and a half year. The battery diagnostic data indicated that the power consumption of this device has been increasing for over a year and the power consumption is expected to continue to increase. As of this time, this pacemaker device remains in service. No adverse patient effects were reported.